Event description:
Boston scientific received information that the right atrial (ra) lead was found dislodged. The device was reprogrammed and later the ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was found dislodged. The device was reprogrammed and the ra lead will be revised. Currently the right atrial (ra) lead remains in service. No additional adverse patient effects were reported.